Event description:
The trial patient reported that their voided volumes at night were less than prior to the advanced evaluation. It was unknown if the issue was resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.